Event description:
It was reported to philips that the system was unable to boot up, it was stuck at 00:00. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) examined the system onsite and confirmed that the system was unable to boot and was stuck at 00:00. Upon troubleshooting, the philips field service engineer (fse) checked the system and found that the system was hanging. To resolve the issue, fse restarted the system and conducted a disk image recreation test. After restart, the system returned to use in good working order. The codes were updated based on the investigation outcome.